Event description:
It was reported to philips that the system gave a remote alert indicating the system's flexvision computer had lost connection, which caused the system to take an extended time to boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer remotely and confirmed that the system gave a remote alert indicating the system's flexvision computer had lost connection. Review of the logfile shows upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the connection with the flexvision pc was lost and the images froze during the examination. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and replaced the flexvision pc. To resolve the issue, the fse replaced the entire flexvision pc including the hdd and the software was reloaded. The defective part was sent for analysis, for flexvision pc failure was observed and the failure was found to be failed power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.